Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a spinal cord stimulator implanted about eight years prior to the call. It was noted the implant ¿rotted in my stomach¿ so it was explanted for six months.